Event description:
Ref importer report (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the device and could not confirm the failure. The device was working correctly. The customer was instructed on how to unlock the screen. A follow-up visit confirmed the device was still working without any issues. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).